Event description:
Pt put latex chemo gloves on over non-latex gloves and immediately after she took off both gloves she experienced itching of the palm of her left hand. She was sent to the ER due to past history.